Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of mutiple issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following information. Clinician reported that she sometimes notices visible air in the secondary IV set (ICU medical secondary set list no. 14320-28). She removes the air with a syringe and then presses start to restart the infusion. No patient harm reported. No other details provided.